Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a "sound". This condition was found in the emergency room upon power up. This had the potential to interrupt delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with a sound was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken door. Appropriate action was taken to correct the reported problem by replacing the main door. The device has been previously sent into service for the reported condition of "sound".